Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced stimulation in the wrong location. The patient reported getting right chest wall stimulation when the pain pattern was in the lumbar region. The lead was relocated on (B)(6) 2020 and effective therapy was established post operation.